Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was scheduled to be performed due to femoral neck fracture. The procedure was subsequently rescheduled for a date yet to be determined.